Manufacturer narrative:
Multiple devices were used in the event including: part#, lot# qty 4011022 68bh 1, 4011022 zz01 1, 4011022 09bz 1. Although it is unknown if the devices caused or contributed to the event, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion due to spinal canal stenosis at l4-5. During surgery, surgeon inserted two cages but it was found loose, so its size was changed. No stability could be achieved with the cages because of the endplate damage. The cages were not stable because there was a dent in the shape of endplate. The product didn't break.